Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8444849.

Event description:
It was reported the patient¿s right t12 lead was fractured after the patient had imagining done. Surgical intervention may take place at a later time. Investigation was unable to determine which lead is fractured.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates the patient underwent surgical intervention wherein the lead was replaced to address the issue. During the procedure, the physician confirmed via x-ray that the lead was fractured.